Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end unit, the instrument channel, the air/water channel, and the auxiliary water channel of the subject device. After the additional testing, oekg evaluated the subject device and confirmed that there were dents at the distal end of the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: unspecified microbes.(the number of microbe is unknown) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.